Manufacturer narrative:
The country of origin is (B)(6). The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable potassium and sodium results from the cobas 6000 c (501) module. Sample 1; using cobas 6000 c (501) module s/n (B)(4), the initial sample results were: sodium: 106 mmol/l, potassium: 2.1 mmol/l. The patient then went to the ER where a new sample was taken. Sample 2: using cobas 6000 c (501) module s/n (B)(4), the ER results were as follows: initial: sodium: 141 mmol/l, potassium: 3.8 mmol/l. Repeat: sodium: 141 mmol/l, potassium: 3.7 mmol/l. Sample 1: using cobas 6000 c (501) module s/n (B)(4), the repeat sample results were: sodium: 139 mmol/l, potassium: 3.7 mmol/l. The questionable results were reported outside the laboratory. The customer does not measure cl, as they're using a non-roche instrument for this (siemens). The potassium electrode lot number was b8546. The expiration date was asked for but not provided. The sodium electrode lot number was t7324. The expiration date was asked for but not provided.